Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot # v004718, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that therapy had not worked for a couple of years or it was better initially. It was then stated that therapy only worked for the first year. It was noted that the patient experienced ¿fogginess¿ in her head. It was later reported on (B)(6) 2013 that the patient received assistance from a manufacturer¿s representative and her concerns were resolved. Additional information received later on (B)(6) 2015 reported that the device hasn¿t worked in years. Patient said the device only worked for about 4 months after being implanted, before it stopped working. The patient has been going to the bathroom continuously. Patient has been in to see health care provider (hcp) about the issues. The hcp told patient the battery was getting low and to wait and see what happens. The patient wanted the device removed and she wants botox. Patient will make an appointment herself to follow up with hcp. The patient was indicated for urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the consumer reported that the patient's device had not worked for them for 2 years.